Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the tip of the blade broke off during a functional endoscopic sinus surgery. All pieces were retrieved from the patient. The procedure was completed with a backup device. There was no patient impact.